Event description:
It was reported that on (B)(6), 2005 the patient underwent an anterior interbody fusion at c4-c5 and c5-c6 an anterior cervical discectomies at c4-c5 and c5-c6, with anterior spinal instrumentation and anterior plate at c4 to c6, using rhbmp-2/acs. The patient now reportedly suffers from severe injuries and damages including chronic pain syndrome, back pain, anxiety, depression, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient underwent: anterior cervical discectomies, c4-5 and c5-6. Anterior interbody fusion, c4-5 and c5-6. Insertion of intervertebral fusion cage devices. Anterior spinal instrumentation c4 to c6. Preoperative diagnosis: left c5-6 disc herniation. C4-5 disc degeneration. Per-op notes: "next, a high speed bur was used to prepare the end plates at c5 and 6 for insertion of a peek interbody spacer, using the it sized to 7mm. In the interim, a small packet of bmp_2 was being prepared. One third of the bmp sponge was placed inside the interbody spacer. Once this was seated within the disc space, the distraction was released, and the device firmly was locked in the place."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: cervical plate (implant (B)(6) 2005). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.